Manufacturer narrative:
The device was evaluated, and the reported issue was confirmed. Due to a pinhole on the bending section cover, water tightness was lost. Due to wear of the angle wire, the bending angle in the up direction did not meet the standard value. Due to a dent on the channel tube, the channel cleaning brush could not be inserted smoothly. The connecting tube had a dent and buckling. The control unit and angulation lever were dirty. The up/down plate was deformed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported the tracheal intubation fiberscope had air/water leakage. No patient injury or procedure impact reported. During the evaluation of the device, it was noted the coating on the connecting tube was peeling due to deterioration. This report is to capture the reportable malfunction of the coating on the connecting tube was peeling due to deterioration noted at estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 24 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the coating of the insertion tube was peeled off was caused by stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.